Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the rd900 neopuff infant resuscitator was "not relieving pressure properly". This is an out of box failure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare in new zealand and was visually inspected. The complaint unit was also performance tested by fitting the complaint manometer into a known good valve system, and a known good manometer into the complaint valve system. The tests were carried out based on the neopuff technical manual. Results: no physical damage was observed to the returned neopuff unit. The manometer and the valve system passed the tests specified in the technical manual. Furthermore, the valve adjustment knobs were operating properly and the rise and fall of the pressure indicated by the manometer was consistent. Conclusion: the fault reported by the healthcare facility was not replicated during investigation.

Event description:
A healthcare facility in portland reported that the rd900 neopuff infant resuscitator was "not relieving pressure properly". There was no patient involvement.